Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:05:05. During night drain cycle five, the patient's ultrafiltration reading was 1854ml, indicating the home patient (hp) drained 1674ml more than their maximum programmed fill volume of 1800ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.